Event description:
The customer reported failing system checks during patient samples analysis involving the access 2 immunoassay system. The customer also reported observing pipette motion error messages in addition to other system flags. The customer stated patient samples were retested and produced matching results. There were no erroneous patient results reported associated with this event. There was no patient consequence or change in patient treatment associated with this event. The last acceptable system check passed on (B)(6) 2013. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the aspirate probes and worn peristaltic pump tubing resolved the failing system checks. The customer observed error messages after the fse replaced the aspirate probes and tubing. The fse observed broken reaction vessel clips and cleaned the incubator track and wash wheel. The fse replaced the incubator belt and rv belt clips and performed passing system verification testing. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.